Event description:
It was reported that the patient experienced ineffective therapy due to migration of one lead and high impedances on the other lead. The patient has been unable to enter MRI mode due to the impedance issue. It was noted that the patient has lost ~100lbs. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that both the leads have impedances now.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2025 wherein the leads were explanted and replaced to address the issue. The new leads were implanted higher to better cover her painful area reportedly, effective therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: h6 component code.